Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of a questionable elecsys hcg + beta test system result for one patient from the cobas e411 rack analyzer. The initial result was greater than 10000 m iu/ml with a data flag. The sample was diluted 1:10 and the result was 29.68 miu/ml. The sample was then diluted 1:20 and the result was 128443 miu/ml. This result was reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number was 66347601 with an expiration date of 31-jul-2024. The field service engineer found the bead mixer was bent. He performed a mixing check and noted that bubbles and foam were being formed in the reagent. He changed the mixer paddle and confirmed adjustments and the customer ran qc. The customer reported no further issues after the service visit.